Event description:
It was reported that during a hernia repair procedure, the staples were coming out two at a time and were not forming properly. Another device was used to complete the case. There was no consequence to the pt.